Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a sensor updating alert. The customer also stated that they observed a crack in the insulin pump battery compartment and battery tube threads. The customer reported blood glucose value of 472 mg/dl and was treated with manual injection. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l, mmt-7040ma. Troubleshooting was partially performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The products mmt-397a, mmt-332a, mmt-7040ma will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884l will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No alarms anomaly during testing or in file history on event date. All data test bolus delivered record in the pump daily history. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing.. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Cosmetic damage was confirmed at cracked case (battery tube), cracked battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.